Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. It was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was reprocessed before return to olympus. The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope had residual whitish foreign material inside the jet tube. There were no reports of patient involvement.